Event description:
One month after installation, we had fluid leakage from the external junction between the red catheter and the double path of the visible part (non-tunneled).

Manufacturer narrative:
An investigation has been initiated. The device has not yet been returned for evaluation. When the investigation is complete, a supplemental report will be submitted.